Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose in the 600 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, diarrhea and stomach pain. Customer was not sure of reason for hospitalization due to not having a good memory. Customer was wearing insulin pump at the time of hospitalization. Customer reported that the reservoir compartment was cracked and believed damage occurred when the hospital removed the pump. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. The insulin pump passed the displacement accuracy test.